Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) pump due to a crack in the pump connection tube. A patient outcome of stable was reported.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The tubing was identified to be cut down to the pump block resulting in an inability to confirm the tubing hole allegation. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported event related to hole in tubing but identified pump malfunction.the product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a pump malfunction. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis (ipp) pump due to a crack in the pump connection tube. A patient outcome of stable was reported.